Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, with a fingerstick reading of 484 mg/dl and persistent hyperglycemia for over an hour after a meal; the agent assisted with an infusion set change and the user later reported trending down to 420 mg/dl. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.